Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
About one month ago, the user fainted and hit her head at the implant site. Afterwards she stopped having hearing benefit with the device. Prior to the trauma she had very good results when using the device. A follow-up visit is scheduled.

Event description:
About one month ago (early (B)(6) 2022), the user fainted and hit her head at the implant site afterwards she stopped having hearing benefit with the device. No swelling was noted at the implant site at that time. Prior to the trauma she had very good results when using the device. During subsequent follow-up on the (B)(6) 2022 the user was able to hear again with the device as before. The device remains implanted and in use.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient had temporary no hearing benefit with the device after a head trauma. The reported issue was likely due to a swelling above the implant site due to the impact. The device remains implanted and in use. This is a final report.